Event description:
Related manufacturer reference number:2017865-2021-35274. It was reported that oversensing was noted on the right ventricular lead. No changes or intervention was reported. The patient condition was unknown new information indicates that oversensing and telemetry issues were noted on the implantable cardioverter defibrillator. No changes or intervention was reported. The patient condition was stable.